Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a performance issue. The technical support specialist informed the hospital information technology team to modify local settings to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es orders was not crossing and there was system performance issue. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.